Event description:
It was reported that the patient was experiencing continued incontinence with their artificial urinary sphincter (aus) due to fluid loss as the balloon was found to be empty. The existing balloon was explanted, replaced, and connected to the remaining components of the aus. No patient complications were reported.